Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material. False positive over temp . Real over temp conditions (safety mitigation). A corrective and preventive action was opened and actively pursued in order to improve the durability of this material. As a result of a recent FDA inspection, we have strengthened our MDR reporting procedure. Consistent with this, we are retrospectively reporting this initial medical device report.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the manufacturer's contact information (see section g1), correct the spelling of the manufacturer city (see section g2), correct the PMA/510(k) information (see section g5), update/correct the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found that there is a discoloration on the lens surface, indicative of a contamination. During destructive testing, investigation found corrosion and contaminant in the electrical borards. Diagnostic tests were performed and it was found that there was an enzymatic cleaner infiltration into the connector and electrical boards. The contaminant has been identified that it contains polyoxyethelene which matches the surfactant found in the teezyme sponges (enzymatic cleaner). This can lead to electrical board and circuit malfunctions and intermittent system error. A review of the design history record (DHR) was performed and showed no information which indicates any non-conformance at the time of manufacturing process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00063) submitted in 2016 did not go through correctly. Additional information was received and it was reported that prior to the start of an unspecified procedure, the transducer prompted an intermittent usacquisition_0 error. The study was aborted due to the malfunction. There was no patient injury reported. Since the user facility has only one transducer in use, it is unknown whether the study was postponed at a later time. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. During the device investigation, corrosion and enzymatic cleaner contaminant was found inside the device connector. This can led to the electrical board and circuit malfunction, and an intermittent system error. It is recommended that the customer handle the transducer carefully.